Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00321 on december 29, 2014. On 01/05/2014: additional information: other discordant patient samples tested with reagent readypack ID 04271: (B)(6). There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp enhanced estradiol results. A field service engineer (fse ) was sent to the customer site for system inspection. The fse checked the position of the probes; cleaned and decontaminated the lines; ran the dark test; and ran the dry and wet test. The result were acceptable. The fse performed calibration and ran the quality control. The results were acceptable. The falsely low results on the first reagent pack indicate a handling or integrity issue with that specific reagent pack or a transient issue with the system since the quality control (qc) was also out of range and low. The qc results obtained with the alternate reagent pack indicate that there is no product issue. The integrity of the specific reagent pack or a transient system problem cannot be ruled out. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely low advia centaur xp enhanced estradiol (ee2) results were obtained for samples from two different patients. The patient samples were tested on reagent readypack ID 04271. The quality control (qc) was out of range for all three levels. The patient samples were repeated on reagent readypack ID 04397. The quality qc was repeated and was in range for all three levels. The repeat results were reported to the physician. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp enhanced estradiol results.

Manufacturer narrative:
The cause for the discordant enhanced estradiol results is unknown. Siemens healthcare diagnostics is investigating. The IFU states in the taking corrective action section: "if the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: -verify that the materials are not expired. -verify that required maintenance was performed. -verify that the assay was performed according to the instructions for use. -rerun the assay with fresh quality control samples. -if necessary, contact your local technical support provider or distributor for assistance."